Event description:
It was reported that this right ventricular (rv) lead had exhibited a gradual increase in shock impedance measurements that reached 150 ohms. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a gradual increase in shock impedance measurements that reached 160 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv lead continues to exhibit oor shock impedance measurements, it has lost slack and has dislodged. This rv lead remains in service. No adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a gradual increase in shock impedance measurements that reached 160 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv lead continues to exhibit oor shock impedance measurements, it has lost slack and has dislodged. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and a defibrillation threshold (dft) test was performed, the out of range measurements continue to be exhibited and technical services (ts) has recommended product replacement. This rv lead remains in service. No additional adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a gradual increase in shock impedance measurements that reached 160 ohms. This rv lead remains in service. No adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.